Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to increased counts to the sensing integrity counter (sic) and variable pacing impedance trends. Upon further review of the patient's transmission, it was revealed impedance alerts triggered for high bipolar impedance values. In addition, high rate non-sustained tachycardia episodes showing oversensing were noted. The rv lead was evaluated and remains in use. No patient complications have been reported as a result of this event.